Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The issue persisted across multiple usb cables. Additionally, the touchscreen was delayed in responding to the customer's input. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.